Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 929 mg/dl. For treatment, the patient was put on a insulin drip through (IV) intravenous, was given stool softeners, to take twice a day for 10 days and given lyrica at 200 mg to be taken three times a day for 30 days. The patient was reported to be vomiting. The pod was worn between 36 and 48 hours on the arm. The pod was lost after removal.